Event description:
An x-ray was performed and the left ventricular (lv) lead was found to be dislodged. A revision procedure was performed. The lv lead was explanted and replaced to resolve the event. The patient is stable.